Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomena occurred due to a faulty main board and faulty lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and a main board failure and lamp failure due to a damaged plate were found. The non-original lamp was damaged. Additional findings include a missing plug and a damaged input connector on the endoscope. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use of the visera xenon light source, the light did not turn on. No patient harm was reported. The device was returned and evaluated, and a main board failure and lamp failure were observed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.